Event description:
The customer observed a falsely decreased axsym ultrasensitive htsh ii result. The customer provided the following results (uiu/ml): initial: >100, retest 0.6. The specimen was tested using another method at a different laboratory generating a result of approximately 80. No adverse impact to patient management was reported.

Manufacturer narrative:
Regarding date: on (B)(6) 2014; after further evaluation, the suspect medical device in question was changed from the axsym ultrasensitive htsh ii assay, list number 01l73-20, to the abbott axsym analyzer, list number 07a83. This changes the manufacturing location. This event was initially documented under MDR 3005094123-2014-00010. All further information will be documented under this MDR number. (B)(4). A follow-up report will be submitted when the evaluation is complete. Evaluation: further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. The patient sample was not available for return. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved a part replacement per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the axsym analyzer, ln 07a83 was identified.